Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that customer were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 696 mg/dl. Customer's other blood glucose value was unknown. The customer experienced symptoms such as cramps and vomiting. The customer was treated with insulin drip. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.